Manufacturer narrative:
The MFR did not receive device, x-rays, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durasul alpha insert neutral jj/36 on the left side on (B)(6) 2008. Due to recurrent subluxation of left hip, the pt was revised for the second time on (B)(6) 2011 (first revision surgery: (B)(4)).